Manufacturer narrative:
On april 14, 2020, the product investigation was completed. Device investigation summary: during analysis of the sample, it was found ruptured. Also an area of shell abrasion was found in the edges of the rupture. The evaluation determined that the rupture is consistent with the shell abrasion. Shell abrasion is a weathering occurring in the smooth layer and can eventually progress through the shell of smooth devices. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. It is most likely that the shell abrasion was created due of high stresses caused by acute folds which resulting in a tear at a later date. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with two 300cc mentor memorygel breast implants, suffered discomfort on the right breast and bilateral breast implant ruptures, post-operatively. As a result, the patient underwent bilateral removal and replacement with the following devices: (right) 430cc mentor memorygel breast implant catalog: 3505430bc, lot: 7426243, sn: (B)(4) and (left) 430cc mentor memorygel breast implant catalog: 3505430bc, lot: 7459703, sn: (B)(4). This medwatch form is for the left breast prosthesis.